Event description:
A nurse reported to baxter (B)(4) of a non dehp flo-gard IV sol admin set in which the tubing disconnected from the set. The event occurred during an infusion of glucose. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available at the plant for evaluation. Visual inspection revealed that the tube had disconnected from the upper y. The reported condition was confirmed. The probable root cause was determined to be due to lack of solvent. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. If additional information becomes available, a follow-up report will be submitted.